Manufacturer narrative:
On 24-oct-2014, conmed received one (1) used/damaged marked spring tip guidewire for evaluation. Visual inspection of the returned device found the tip was broken off and the 6cm distal portion was not returned with the damaged device. The proximal 1cm vestige remains tightly soldered to the guidewire. Further examination of the wire winding on the spring tip showed no indication of any manufacturing defects. The visible solder remnant on the wire and down the guidewire end, which indicates a satisfactory solder attachment. This device was manufactured on 24-mar-2014. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported damage. Also, of this lot containing (B)(4) units there were no similar complaints received for this item and lot combination. In this instance, the exact cause of the spring tip breakage was unable to be determined. However, evaluation of similar complaints revealed that the bent/damaged spring tip can occur if excessive force was used during the procedure and/or during cleaning of the guidewire and the spring tip between each use. The marked spring tip guidewire is a 210cm long solid metal mandrel with a flexible variable thread spring attached to it. The marked spring tip guidewire is to be used with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilatation systems. To reduce the risk of the spring tip breakage and the patient injury, the IFU provides the following precautions and warnings: precautions: radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. Warnings: - the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. - since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated there with, including death. - carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Instruction for cleaning: the guidewire should be cleansed by a thorough mechanical scrubbing using soap and water. Avoid using excessive force on the wire and spring tip while cleaning. Do not bend or twist the spring tip as it may cause the soldered joints to deteriorate. Instructions for disinfection also can be found on the device IFU.

Event description:
The user facility reported that while the dr. Was using a savory dilator and the conmed spring tip guidewire when the tip of the guidewire broke off and fell into the patient's stomach. Fortunately he was able to retrieve it with a snare. Causing no harm to the patient. Note: the facility phone number was not provided.